Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the multiloc proximal humeral nail (04.016.034s) was implanted to the patient with surgical neck fracture of right humerus. After proximal locking, the surgeon drilled the distal screw hole for distal locking. When he was drilling the proximal hole with the first drill bit remained in the distal hole, interference with the nail occurred. The surgeon removed the drill bit from the power tool and re-inserted the drill bit into the hole with hammer blows. There were no reports of patient harm. There were reports of a five minute surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was performed. No visual signs of damage were found. The returned article was manufactured according to the specifications. Excessive tightening of the connection screw (with the wrench) might lead to a rotation of the nail which could contribute to touching between drill and nail. According to the tolerance analysis, touching between drill and nail is allowed. Touching between drill and nail is possible to the same degree as in other product systems. According to the feedback from the questionnaire, in all cases the trocar was used to create a starting point for drilling, which is not according to the surgical technique. This could be a possible reason contributing to the misalignment, since the trocar¿s tip could slip on the bone¿s surface. This could lead to an inappropriate starting point for drilling. Drill bits are especially made for curved surfaces (double drill tip). The interferences between nail and drill occurred most probably because of a combination of different influencing factors: excessive tightening of the connection screw, using the trocar to create a starting point for drilling, and/or other forces (i.e. Small incisions) on the entire construct/ assembly. All these factors are described in the current surgical technique. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.